Event description:
During intraocular lens (iol) implant surgery the surgeon noticed a scratch on the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Add'l info has been requested.